Manufacturer narrative:
Add'l reporter: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown lag screw. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the surgeon that the patient was originally implanted on an unknown date with a tfna (trochanteric fixation nail advanced) nail, with one (1) lag screw and one distal locking screw. Surgeon stated that the lag screw had backed out. Patient may be revised to a total hip replacement. Revision surgery has not been scheduled. No other information is available at this time. Concomitant medical products: tfna nail (part # unknown, lot # unknown, quantity 1), distal locking screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown lag screw. This is report 1 of 1 for complaint (B)(4).